Manufacturer narrative:
The device was received by the (B)(6) service center and an evaluation was performed. The evaluation determined that the device fault was due a defective main circuit board (pcb). The main pcb was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.